Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed noise on the rate/sense channel resulting in the delivery of inappropriate shocks and pacing inhbition in this pacemaker dependent patient. The physician was unable to reproduce any noise with non-invasive maneuvers.